Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a faulty monitor. The monitor was replaced and the system fully booted. The new monitor was found to have a bad column of pixels. The monitor was replaced again and the system became fully functional. The faulty monitor was then returned to manufacturer, however results of analysis are not yet available.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site went to use the system and the monitor would not turn on. The weekend staff was not notified by the weekday staff regarding the monitor issue. Site stated that the issue was due to the video settings on the monitor being lost. Issue occurred intra/peri-operatively, therefore the surgery was aborted and the patient surgery had to be re-scheduled for the next day, (B)(6) 2018. They re-configured the settings as a part of troubleshooting.

Manufacturer narrative:
The monitor was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. The mobile view station (mvs) monitor displayed powered on, and visual inspection confirmed a vertical straight line of bad pixel dividing the monitor. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the patient was not in the room when the surgeon was informed of the incident. It was reported that the patient never went into the operating room (or) on the day of the event because the system was not working.